Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients system was auto reducing, one of the patients leads had all high impedances and patients other lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the migrated lead was repositioned and the lead with impedances was explanted and replaced to address the issue.